Event description:
The customer reported the power switch on the subject device could not be turned off. The power button was unresponsive and stuck on. The event occurred during device maintenance and there was no patient involvement. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the power button could not be pressed. This report is being submitted for the malfunction found during evaluation (power button could not be pressed).

Manufacturer narrative:
During inspection and testing, service found the power button could not be pressed due to a power switch failure. In addition, the software needed to be updated and the programmable input (pip) connector was corroded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon occurred due to a failure of the power switch. However, the root cause of the event was unspecified. Olympus will continue to monitor field performance for this device.